Event description:
The customer reported via phone call that the reservoir would not push insulin into the tubing during the prime process. Customer stated they disconnected from the insulin pump and attempted to push insulin with the transfer guard, but the issue was not resolved. Customer also reported the insulin pump alarmed no delivery when the reservoir was inside the insulin pump. The customer's blood glucose was unknown. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.